Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v610572, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient had gross hematuria with small untreatable stone. It was noted that the patient went to the primary care physician with symptoms of headache, one episode of blood in urine, urinary urgency/frequency, and lower back pain. The patient¿s urine was negative for bacteria, but the patient was prescribed cipro as a precautionary measure. The patient was instructed to call site after prescription was completed. The patient called to report still having urinary urgency/frequency. Intervention included ciprofloxacin with patient to have cystoscopy performed and noted urine cytology negative for cancer. The patient outcome was reported as resolved without sequelae.